Event description:
The site reported that the catheter kinked at the tip during the procedure without any noticeable reason. No pt harm or injury was reported.

Manufacturer narrative:
Actual device involved in incident was evaluated; visual examination; no conclusion can be drawn. Visual examination of the returned device confirmed the customer complaint. A kink was observed approx 3.1 cm from the leading end of the fuse zone adjacent to the second side-port. No other anomalies were noted. A review of the manufacturing records could not be conducted as no lot # was provided by the site. A historical review of complaints did not reveal any trend or other issues of concern for this product. The root cause was unable to be determined. If additional info becomes available at a later date, merit will re-open the investigation and provide a follow-up report.